Event description:
The customer reported that the system would display a communication failed error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the power supply connections and the fuses and the fluoro functions and the generator interface printed circuit boards and the high voltage regulator as well as adjusted the 5vdc circuit. The system was tested and found to be working as intended and put back in service.